Event description:
The customer reports that the spring wire guide is kinked during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one lidstock and spring wire guide (swg) in advancer tubing for evaluation. Visual examination revealed an overall bend in the wire guide body as well as a few more distinct bends at the distal end. The j-bend was non-existent. The swg showed signs of use in the form of biological material. Microscopic examination confirmed the bends and that both welds were spherical and fully formed. The sharper bends in the wire guide body were located at 520mm and 595mm from the proximal tip. The length of the wire guide body measured 602mm which is within specifications of 596-604 per wire guide product drawing. The outer diameter of the wire guide was measured to be 0.806mm which is within specifications of 0.788-0.826mm per wire guide product drawing. The returned guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent twice between 520-595mm as well as having a gradual bend throughout the wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide is kinked during patient use.